Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22619. It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the left ventricular lead exhibited high thresholds. It was noted that the lead dislodged. During procedure, the physician attempted to implant a new lead however, the wire was unable to pass through the lead. It was noted that the hemostatic valve was leaking blood as well. The physician removed the new lead and decided to continue to use the old lead. The patient was in stable condition.

Manufacturer narrative:
Correction: d7. Lead was not explanted.